Event description:
It was reported that the subject device exhibited an error b30 of the endoscope communication. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation image with black shadow. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to image shows b30 error when powering on caused due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.